Manufacturer narrative:
(B)(6) medical center . The subject duodenovideoscope was not returned to omsc for evaluation; however, on (B)(6) 2019 the distal end cover was received by omsc for evaluation. The distal end cover had no damage, but based on the reported event, the distal end cover is supposed to be broken when it was detached from the endoscope. Omsc attached the distal end cover to a dummy endoscope and applied torsion stress and push/pull stress. Omsc confirmed that the distal end cover cannot be detached from the endoscope without damage as long as the device was attached to the endoscope correctly. The exact cause of the reported event cannot be conclusively determined, but improper or inadequate attachment of the distal end cover to the endoscope cannot be ruled out as a contributory factor to the reported event. DHR was not reviewed since the serial number of the subject device was unknown. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
Olympus was informed that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the single use distal end cover fell into the patient's oral cavity when the scope was being withdrawn from the patient. The nurse manually removed the distal end cover from the patient. There was no patient injury reported. This report is related to complaint number (B)(4), which was reported under MDR number 8010047 - 2019 - 02442.